Event description:
Pump power failure reported. A pt was being transported to the operating room from the ICU by an anesthesiologist. During the transfer, the pump display went blank and the pump stopped without alarm. On arrival in the operating room, the pump was replugged, but all prior pump settings were lost. The nurse anesthetist assisted with pt anesthesia administration while the pump was reprogrammed. No pt harm was reported.